Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller checked her insulin infusion tubing and noticed a tear in her tubing. She believes high blood sugar was caused by the tear in her tubing. Prior to calling, customer changed her infusion set and states new infusion set has no tears in it. No adverse event reported. A request was made for the return of the infusion set.